Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was electrically continuous. The alleged failure was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. New lead was implanted. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. New lead was implanted. No additional adverse patient effects.